Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed. The native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. A successful repositioning of the lotus valve was completed in accordance with the directions for use (dfu) with complete and partial re-sheathing of the lotus valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Post procedure event summary: one day post index procedure, electrocardiogram (ECG) revealed a new incidence of left bundle branch block. Nine days later the patient was discharged from the hospital on aspirin and other anticoagulant.